Event description:
A caller reported a malfunction on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose. The caller acknowledged and understood these instructions.